Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU), specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified left anterior descending artery. A 3.5 x 15 mm nc trek balloon catheter was used and was inflated once. It was not prepped (air aspiration) outside the anatomy prior to use. It was then not possible to deflate the balloon; it was deflated two times for 10 seconds. There was then a failed attempt to deflate the balloon catheter with a different inflation device. The balloon catheter was then removed from the anatomy inflated. There was no resistance felt during the process, and no other device issues were noted. An unspecified 3.5 x 15 mm balloon catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.